Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. The insulin flow blocked alarm functioned properly. Unable to perform occlusion test or displacement test due to missing reservoir tube retainer and reservoir tube o-ring. Unit was received with normal operating currents and no unexpected low battery alarm noted. Unit was received with dog chew marks at reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer treated with manual injection. Customer's blood glucose value was 418 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. There were no leaks but found small air bubbles in the infusion set tubing. There were no site or insulin issues. The device bolus setting was correct. Customer stated that the basal rate settings were inaccurate. The insulin pump did not pass the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation and to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump is being replaced and expected to return for analysis.